Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, air contamination was observed when inserting the orion catheter after the post map. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned due to infection/contamination.